Manufacturer narrative:
(B)(4). Batch n93m0j. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a replace instrument alert screen. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a bypass procedure, after few minutes of use, the generator said "error, please change instrument" (orange screen). It was not possible to use the instrument anymore. They tried to turn it off and on three times but it did not change, the generator directly gave the message. Another like device was used to complete the procedure. The procedure was delayed by fifteen minutes. There were no adverse consequences for the patient.